Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) did not discriminate between a ventricular tachycardia (vt) and a supra ventricular tachycardia (svt) appropriately. The device thought the patient was experiencing svt, when it was actually vt and failed to deliver therapy. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.